Event description:
About 138 clinic note pages were received and reviewed. Notes dated (B)(6) 2013 indicate there is a device malfunction and the patient may need a battery change and possible lead revision. Notes dated (B)(6) 2013 indicate the patient was last seen on (B)(6) 2013 and was doing relatively well and at the time she was seen in the clinic she had been seizure free for seven weeks. No changes were made to the patient's medications or vns settings. Diagnostic testing showed the device was within normal limits with dcdc = 2. On the date of the visit, (B)(6) 2013, diagnostic test showed a dcdc code of 7. Per the notes, the device indicated that both output state and lead impedance were abnormally high. The physician states that this could be due to a poor connection or to fibrosis around the lead. No changes were made to the patient's vns settings. Review of the lead device history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.